Event description:
Additional information was received that during the replacement surgery, the device was placed "upside down" and that the battery was too big. It was also suspected that the reported adverse events were related to the vns surgery. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has experienced a shocking sensation throughout her body in the following locations: eyes, ears, head, vaginal area, anal area, back. The patients skin was noted to be turning red, and the patient reported feeling a burning sensation at the vns site. The patient underwent vns explant due to the persistent shocking sensation. The explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.